Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (intermittent power) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-mar-2018 with the following findings: during investigation, the battery compartment and cap were undamaged and were able to fit securely. The battery cap contact measurements within specifications. The pump powered up with auditory and vibratory alarms to a blank screen. The pump cover was removed and moisture corrosion was found to the printed circuit board and to the eeprom circuit. The power issue was unable to be investigated further.